Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 29 june 2021. [Additional information]: on 29 june 2021, additional information was received from a teleconference. The information indicated that the 75-year-old male patient with a right cerebral stroke was transferred from another hospital. The access was made with a standard neuron max® 088 sheath placed in the right internal carotid artery (ica). The physician then went further up with the jet¿ 7 aspiration catheter over a 0.025¿ velocity® microcatheter and the phoenix 0.014¿ guidewire (philips). The occlusion was just above the origin of the right posterior communicating artery (pcom). The velocity microcatheter was placed in the distal right middle cerebral artery (mca). The 6.5mm x 45mm embotrap iii device was deployed. The tip was near the area of the m1-m2. The physician did not encounter any high forces. The embotrap iii device was partially retrieved into the aspiration catheter and removed en bloc, but during the retrieval, the embotrap iii device pulled fully inside the catheter. After the first pass, the ica and anterior cerebral artery (aca) reperfused, but the mca did not. The jet 7 aspiration catheter was distorted / wavy at the distal portion after retrieval, which is not considered rare. A second pass was performed with the same set up, but after 1/3 to ½ length of the embotrap iii was pulled inside the jet 7 aspiration catheter, it was impossible to fully retrieve into the jet 7. Both devices were retrieved en bloc. A partial recanalization of the proximal m1 segment was achieved. After removal of material, the embotrap iii device and the jet 7 aspiration catheter were unable to be separated from the proximal or distal. Only the tip of the embotrap iii device was poking out of the catheter. The physician felt like there was a significant amount of clot between the embotrap iii device and the catheter. The jet 7 was significantly more accordioned. The next pass was made with another jet 7 aspiration catheter and a 4mm x 20mm preset lite thrombectomy device. Partial recanalization of the mca was achieved after the third pass. The last maneuver was the a direct aspiration first pass technique (adapt) to try to retrieve more clot. The aca was open, the mca tici 2b and the procedure was completed. The patient was not much better by the next day, but he improved much more over the next few days in rehabilitation. The information indicated that the clot was not an extraordinarily tough clot. The embotrap iii device was cleaned and the jet 7 aspiration catheter was flushed between passes. This was the first occurrence for the physician where the stent retriever could not be separated from the aspiration catheter; although the physician acknowledged that he has experienced high force of other stent retrievers with aspiration catheters, but they were never stuck. Two points were postulated as the underlying causes: 1) the aspiration catheter was damaged from the first pass; 2) there was a large volume of clot within the stent retriever so it was no longer very flexible to allow for the retrieval in the aspiration catheter. It was reported that the case completed around 5 to 6 am; as a result, the devices were inadvertently discarded and are no longer available to be returned for evaluation. Case imaging was provided on 29 june 2021. It was sent/forwarded to an independent medical affairs consultant / neuroendovascular surgeon, neurointerventional radiology for review on the same day. Case imaging was reviewed by independent medical affairs consultant / neuroendovascular surgeon, neurointerventional radiology on 06 july 2021. The assessment is as follows: "physician reports that while withdrawing an embotrap iii into a jet 7 there was progressive accordioning of the distal aspect of the jet 7 with subsequent pulls. This is a well-known complication with many of the aspiration catheters, particularly those with a thinner distal ptfe lining. In particular, the jet 7 flex and the sofia catheters. Physician should be advised that any evidence of damage to the distal part of the catheter it should not be reintroduced into the patient and that the use of a stent retriever is likely to cause further damage of the distal catheter tip that could result in shearing of the distal tip, further accordioning or inability to retrieve the stent retriever." Physician name and date reviewed: (B)(6) 7/6/2021. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone and email address are not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting an approximately 9mm soft clot at the terminal internal carotid artery (ica) ¿ middle cerebral artery (mca); the vessel diameter is as following: 3mm ica, 1.5mm mca, there was poor interaction between the 6.5mm x 45mm embotrap iii revascularization device (et307645 / 21a116av) and the jet¿ 7 aspiration catheter (penumbra). The jet 7 catheter was slightly damaged after the first pass with the embotrap iii device; it looked compressed (accordion-like). After the second pass, the embotrap iii device was stuck in the jet 7 catheter. The two devices could not be separated. The third and fourth pass were made with the 4mm x 20mm preset lite thrombectomy device (phenox). The procedure was successfully completed with the use of another jet 7 aspiration catheter for direct aspiration. The initial modified treatment in cerebral infarction (mtici) was 0. The mtici score at the end of the procedure was a 2b. There was no report of any patient adverse event or complication. Additional information was received on 16 june 2021, indicated that there was an adequate and continuous flush maintained through the catheter. There was no encountered resistance during the advancement of the embotrap device through the jet 7 in the first pass. There was no evidence of a thromboembolism due to the withdrawal difficulty. The reported event resulted in an approximately 10-minute procedure delay which was not considered clinically significant. The additional information received confirmed that there was no adverse outcome / complication to the patient. Based on complaint information, the device was not available to be returned for analysis. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21a116av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided and without the product available for analysis, the reported issue in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an approximately 9mm soft clot at the terminal internal carotid artery (ica) ¿ middle cerebral artery (mca); the vessel diameter is as following: 3mm ica, 1.5mm mca, there was poor interaction between the 6.5mm x 45mm embotrap iii revascularization device (et307645 / 21a116av) and the jet¿ 7 aspiration catheter (penumbra). The jet 7 catheter was slightly damaged after the first pass with the embotrap iii device; it looked compressed (accordion-like). After the second pass, the embotrap iii device was stuck in the jet 7 catheter. The two devices could not be separated. The third and fourth pass were made with the 4mm x 20mm preset lite thrombectomy device (phenox). The procedure was successfully completed with the use of another jet 7 aspiration catheter for direct aspiration. The initial modified treatment in cerebral infarction (mtici) was 0. The mtici score at the end of the procedure was a 2b. There was no report of any patient adverse event or complication. Additional information was received on 16 june 2021, indicated that there was an adequate and continuous flush maintained through the catheter. There was no encountered resistance during the advancement of the embotrap device through the jet 7 in the first pass. There was no evidence of a thromboembolism due to the withdrawal difficulty. The reported event resulted in an approximately 10-minute procedure delay which was not considered clinically significant. The additional information received confirmed that there was no adverse outcome / complication to the patient.